Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector of the transfer set and the titanium adapter. This occurred during the last drain of peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. No damage was noticed on either the transfer set or the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.